Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed both results on the panther were valid, and there was no sign of environmental contamination. Review was not conclusive as customer was unsure what happened to the sample in between retests, such as storage conditions. Customer was advised to not retest samples from the same tube and to retest the sample from the primary tube or to recollect from patient. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one discrepant sars-cov-2 tma sample run on panther instrument sn (B)(4). The sample tested negative initially but retested positive on another panther and negative on a non-hologic platform. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.